Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. This complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural factors during use. Therefore an assignable cause of cause traced to component failure will be assigned to the reported event.

Event description:
During the coil embolization procedure, it was reported that the first coil (subject device) was implanted successfully. Then second coil encountered resistance when advancing in the distal tip of microcatheter and was removed. And then the third coil also encountered resistance when advancing in the distal tip of the microcatheter and the physician decided to remove it. However, during the removal of the third coil, the first coil was somehow being retracted into the microcatheter and everything got stuck. Therefore, the physician decided to remove the microcatheter and hoping the coils would come with the microcatheter together. Unfortunately, the first coil was loose from the microcatheter and part of the coil was protruded to the parent vessel. Finally, the physician removed the first coil from the patient with the stent retriever after several attempts. Thus, the procedure was stopped, and the patient was going to be surgically clipped instead of coiling. No clinical consequences reported to the patient. No further information is available for now.

Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that the first coil (subject device) was implanted successfully. Then second coil encountered resistance when advancing in the distal tip of microcatheter and was removed. And then the third coil also encountered resistance when advancing in the distal tip of the microcatheter and the physician decided to remove it. However, during the removal of the third coil, the first coil was somehow being retracted into the microcatheter and everything got stuck. Therefore, the physician decided to remove the microcatheter and hoping the coils would come with the microcatheter together. Unfortunately, the first coil was loose from the microcatheter and part of the coil was protruded to the parent vessel. Finally, the physician removed the first coil from the patient with the stent retriever after several attempts. Thus, the procedure was stopped, and the patient was going to be surgically clipped instead of coiling. No clinical consequences reported to the patient. No further information is available for now.